Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. Upon arrival, the catheter access port (cap) was patent. Final analysis of the catheter found acceptable testing. Catheter returned incomplete in segments. Upon arrival, both segments returned were found to be patent.

Event description:
It was reported that the entire device system was replaced because the patient believed the system was not working properly. The patient's chronic pain symptoms were not being addressed. A rotor study was performed with normal results. A dye study was performed and was unable to aspirate. The patient outcome was reported as recovered without sequelae. The device system was used to deliver fentanyl. A follow-up report will be submitted if new information becomes available.